Event description:
This 38 year old female underwent a bilateral breast augumentation 15 year ago. She relates a mammogram in july, 92 showed a ruptured implant; she has a bulge on the right breast and has arthritis. She also underwent a closed capsulectomy, april 1990. Gross exam of both breast implants show no evidence of ruptureinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.